Manufacturer narrative:
The glidescope core smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core smart cable and noted that the hdmi male connector was worn and damaged. The technical services representative could not reproduce the fault with the returned glidescope core smart cable. The glidescope core smart cable was scrapped and a replacement sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image was intermittent. The issue was narrowed to the cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.